Event description:
It was reported to boston scientific via an article that an initial experience study conducted between october 2023 and july 2025 evaluated the clinical efficacy and safety of transurethral water vapor energy therapy (wave) performed as a day surgery in patients with benign prostatic hyperplasia. A total of 21 patients were included, with 20 patients evaluated, and a median age of 80 years (range 49-94). Reported postoperative complications included urinary retention in four patients, epididymitis in one patient, prostatitis in one patient, and retrograde ejaculation requiring additional surgical intervention via transurethral resection of the prostate (turp) in one patient. Of the urinary retention cases, one was attributed to collapse of the anterior fibromuscular stroma, while the remaining cases were associated with early catheter removal or transient postoperative retention. No device malfunctions were reported.